Event description:
The customer reported that the system would intermittently display an all white fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. The system operates as intended. Further repair info is not available.